Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a car accident during which this right atrial (ra) lead fractured. As result, the patient underwent a procedure wherein the lead was surgically abandoned. A new ra lead was implanted. No additional adverse patient effects were reported.